Event description:
Customer reported that the sensor gave inaccurate readings. He stated that he received low blood glucose alerts at night when the blood glucose reading was normal. He also reported that the insulin pump screen was difficult to read. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.